Manufacturer narrative:
A ge service rep performed an on site investigation. The xray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a generator error then failed to operate. No report of pt injury.